Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed that the device's central peg was broken off. Arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/30/2024 it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial middle piece broke off the trial once taken out of the patient. This occurred during a anatomic total shoulder case where there was no piece that fell into the patient.